Event description:
It was reported that the competitors atrial lead was cut and repaired with adhesive and there was atrial oversensing with references of programming the atrial sensitivity. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.